Event description:
A hospital manager reported that "stone crushing was impossible" during an endoscopic retrograde cholangio-pancreatography ("e.r.c.p"). To the best of their recollection, the basket tip broke and fell into the pt. Although the procedure was completed with a different device, the mgr does not know how the pieces were retrieved. There were no reported injuries related to the occurrence.